Manufacturer narrative:
No patient involvement reported. Date of event is unknown. Device is an instrument and is not implanted / explanted. (B)(4). The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one of the points of a small point-to-point reduction forceps was found broken. The broken device was found in the sterile processing department. There was no patient involvement. This report is for one (1) reduction forceps with points broad-ratchet. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
DHR review was completed. Part number: 398.41 lot number: a7na49. Date of manufacture: week 49, 2004 place of manufacture: (B)(4). Part expiration date: n/a list of nonconformance¿s: n/a. Description of DHR review: a DHR review cannot be performed due to the age of device (over 13 years old). No DHR available. Service & repair evaluation: the customer reported that one of the points was broken off. The repair technician reported the forcep tip was broken on one side and bent on the other side. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Customer quality conducted an investigation of the returned device. The returned instrument is part of the small fragment instruments and implants set and is utilized in various procedures for fracture reduction. This information is provided per the small fragment locking compression plate (lcp) system technique guide. The returned forceps were inspected at customer quality and the complaint was confirmed. Upon visual inspection, it was noted that one of the tips of the forceps was broken and missing and the remaining tip is bent. Whether this complaint could be replicated is not applicable. A DHR review was not able to be completed as the device is over 13 years old. Dimensional analysis was not performed as the remaining relevant feature deformed prior to breaking. Drawings were reviewed and no design issues were identified. Based on the age of the device (13+ years), there are no indications that material and hardness issues contributed to the complaint. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition, based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.